Manufacturer narrative:
On (B)(6) 2017, the customer reported to be meeting with a clinical diabetes specialist that morning to discuss the bg levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (592 mg/dl) with ketones. An insulin injection was administered to address the bg level. The customer did not know what was causing the high bg. The customer tried using different types of infusion sets and reports to be very lean. The customer reverted to using a non-tandem pump to manage diabetes. The customer was working with a diabetic nurse practitioner to resolve this issue.